Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely to the clinic via merlin.net transmission on (B)(6) 2020. The transmission exhibited episodes of post paced t wave oversensing on the ventricular channel of the implantable cardioverter defibrillator. Programming changes were recommended but were not made at this time. The clinician elected to continue to monitor the lead normally as the events only occurred for two days. There were no reported adverse consequences to the patient.